Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: just for clarification, were some of the staples malformed (irregular in shape)? Just for clarification, were any of the staples missing from the staple line? Response from the affiliate: no additional information is available from the hospital.

Manufacturer narrative:
(B)(4). The analysis results showed that the tl90 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the staples did not all form properly. Hemo clips were applied to manage the problem. Procedure completed with same/like device. There was a few minutes delay to procedure and no adverse consequence to the patient.